Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was 409 mg/dl. Customer was treated with insulin drip. Customer was using auto mode during high blood glucose. The customer stated that insulin pump was not delivering right amount of insulin and retainer ring was broken. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.